Manufacturer narrative:
Date of event was approximated to (B)(6) 2015, procedure date, as no event date was reported. (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2022-04213 for the associated device information. It was reported to boston scientific corporation that an advantage system and a capio slim device were used during a suburethral sling, vaginal hysterectomy, anterior and posterior vaginal repair, sacrocolpopexy, cystoscopy and suprapubic catheter procedures performed on (B)(6) 2015 to treat a patient with uterovaginal prolapse. As reported by the patient's attorney, the patient experienced an unknown injury.